Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when the customer was filling their tubing, insulin was not observed until 8 units were delivered. The customer reported an elevated blood glucose (bg) level of 356 (mg/dl). A bolus was delivered to address bg level. During troubleshooting with tandem technical support, it was noted that the customer did not connect their tubing to the luer while performing the fill tubing process. It was also noted that the air removal step was not performed when the cartridge was filled. The customer was guided through the load process.